Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's mother called to inform that the pump had an e-4 (occlusion). The patient ended up hospitalized with values around 600mg/dl. A request was made for the return of the device, replacement sent.